Manufacturer narrative:
Device lot number - corrected from 17492444 to 17246563. Device expiration date - corrected from 10/31/2017 to 08/31/2017. Device manufactured date - corrected from 12/02/2014 to 09/11/2014. Device evaluated by MFR.: device was returned for analysis. A visual examination was performed on the catheter and a break in the shaft was found at 16.5 cm from the hub. The braid was exposed from 16.5 cm from the hub up to 34.5 cm from the hub. No other defects were noted. A coating confirmation test was carried out to check the presence and integrity of the coating. The test revealed that the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the outer material of the shaft peeled off. A 105/20 renegade hi-flo was selected for a transcatheter artery chemo embolization. During the procedure, outside the patient, the catheter was attempted to be removed from the dispenser hoop. However, it was noted that the renegade hi-flo was stuck. The device was forcibly removed from the dispenser hoop and the outer material of the shaft peeled off. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the outer material of the shaft peeled off. A 105/20 renegade hi-flo was selected for a transcatheter artery chemo embolization. During the procedure, outside the patient, the catheter was attempted to be removed from the dispenser hoop. However, it was noted that the renegade hi-flo was stuck. The device was forcibly removed from the dispenser hoop and the outer material of the shaft peeled off. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.